Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling stimulation in their legs like they were supposed to, however the stimulation was not in her back. The patient stated the stimulation has not yet been programmed to be in her back, and every time programming is attempted, stimulation never goes to her back. The patient feels like the ins is squeezing her side when it is up too high and it is hard for her to walk. The patient stated that for her to be able to walk she needs stimulation up higher. The patient reported being in pain, with the pain starting the month previous, and she spoke with someone who may have been a manufacturer's representative (rep) or a healthcare provider (hcp) who told the patient he would help with this, however the patient had a stroke the week before. The patient planned to see this person on the next monday. The stroke was stated to be unrelated to the device and therapy. Additional information received from the patient. They reported that reprogramming had been completed to resolve their issues. They explained that at first everything had been resolved, but is now again not getting the stimulation in their back. Additional information received. It was reported that the patient couldn't walk or do anything; their therapy wasn't working for them. They stated that the implant worked but then contradicted their claim by saying that it wasn't working in their back and it had stopped working in their legs so they can't really walk. When they lay down and get back up the stimulation goes away in their back. They saw a manufacturer's representative who fixed the device and it was fine in the office but when they got up in the morning it didn't work in their back any longer. The patient said that it never stays in their back and it worked in their legs fine but now their feet were burning really bad and they couldn't walk. They also couldn't sleep due to the pain. No further complications reported.